Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, the spyscope ds ii lost visualization while using electrohydraulic lithotripsy (ehl) and this problem reoccurred throughout the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code a27 captures the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii access & delivery catheter was analyzed, and a visual evaluation noted that the device indicated signs of use in the form of elevator marks and witness marks on the contacts of the umbilicus connector, indicating the device was connected to a spy ds controller. The length of the catheter and umbilicus cable was visually inspected and no problems were noted. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wires. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. A functional evaluation noted that the device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions. No problems with the image were observed. An inactive electrohydraulic lithotripsy (ehl) probe was passed through the working channel and no impact to the image was observed. The handle was opened and the components within were visually inspected. Two camera wires protruded from the glue feature near the solder pads. It was noted that procedural residue was present on the device components in the breakout region, indicating that procedural fluids flowed back up the optics lumen into the handle during use. Saline was flushed through the irrigation tubing, and the catheter tip and working port were blocked to induce back-flow into the optics lumen. This resulted in a loss of image. No other problems with the device were noted. The reported event was confirmed. The device interaction event with ehl was not confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optical lumen was filled with saline and the image was lost. Draining the optics lumen resulted in restoration of the image. Based on all gathered information, the probable cause selected for the loss of image due to fluid in the optics lumen is cause traced to device design, which indicates that the problems are traced to the design specifications. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used during a cholangioscopy procedure performed on (B)(6) 2021. During the procedure, the spyscope ds ii lost visualization while using electrohydraulic lithotripsy (ehl) and this problem reoccurred throughout the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.